Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate or unintended amount of insulin. The reporter stated the infusion device was delivering insulin while the device seemed to be turned off with no information on the display screen. No adverse event was reported. The infusion device was requested to be returned for product evaluation.